Manufacturer narrative:
The reported event was inability to fix lead at implant. As received, a complete lead was returned in one piece measuring 52.1 cm. The helix was found to be retracted and clogged with blood. After cleaning the helix and applying torque to the connector pin, the helix could be extended and retracted. The full helix extension length measured within specification. The lead was otherwise normal.

Event description:
It was reported that during implant, the atrial lead was unable to be fixed firmly in the heart. The lead was not used. The patient was in stable condition.